Event description:
It was reported by a customer in the USA that, during pt use, the 840 ventilator generated a system error. The pt was removed from the device. There was no reported pt injury.

Manufacturer narrative:
The customer informed to have replaced breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb) the covidien customer support engineer (cse) evaluated the device, and the upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).